Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had been experiencing high blood glucose since around (B)(6) 2018. Customer stated that her blood glucose would normally be about 125 mg/dl. Blood glucose value at the time of the incident was 450 mg/dl, she bloused and 2 hours later she was at 550 mg/dl. The customer then treated with manual injection and blood glucose at the time of the call was 235 mg/dl. The customer stated that the insulin pump seems to be under delivering. Troubleshooting was performed. No issues were found. The insulin pump passed the high pressure test. Customer declined to check the settings. It was advised the insulin pump is working as designed, and to changed the entire infusion set, reservoir and insulin and monitor. The product will not be returned for analysis.